Event description:
The graft was implanted in a patient with marfan syndrome for a bentall procedure. On pod#10, there was sanguinous drainage (quantity not attainable) amediatinal tube that lasted for three days until warfarin administration was stopped. The doctor believes that the collagen on the graft may have been damaged as a result of manipulating the graft with a clamp. The graft was left in. There was no injury to the patient. The patient is doing well. Note: the manufacturer believes, based upon the above, that the drainage was probably expected as a normal part of this procedure while the warfarin was being administered, and also agrees that the clamp may have caused some damage to the collagen, although, the exact cause of the sanguinous drainage was not established.